Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, it was unable to access the patient information and error appeared. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system user was unable to access patient information. A technical support specialist (tss) dialed into the station, stopped data synchronization and maintenance, and backed up the dsclientoltp . The tss noticed that the station was on version 1.7x and dropped the database and restored the dsclientoltp by running the chocolatey install powershell script. After the dsclientoltp was restored and recovered, the tss performed a full synchronization of the device, checked the recovery model (which was set to simple), restarted the stopped services, and rebooted the device. The system functioned as intended after the technical support specialist troubleshot the device.